Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, g, b, c and d codes.

Event description:
It was reported that the customer was having product security concern and needs information regarding "busy-box". The customer had several questions regarding the pc unit pump controller: " are any of these pumps made with any other version wireless protocol (B)(4). How to confirm what wireless protocol is being used by the system. It was not clear on the back of the system we looked at already: is there a way to confirm what version of busy-box is installed on the system. Is there a patch being offered by bd that has a version of busy-box greater than 1.30.0 if a patch isn't available, is bd working on one? Available when? Can bd elaborate more on what is in the dhcp packet needs to be reviewed and compensating controls connected to this area:" there was no patient involvement.

Event description:
It was reported that the customer was having product security concern and needs information regarding busybox. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.